Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device appeared to have locked up when monitoring a patient via ECG leads. The customer explained that when the device experienced a lock up, a back up device was immediately utilized and the patient did not suffer any adverse effects as a result of the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer advised physio-control that they have performed an evaluation on the device and have been unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device has been returned to the end user for use. The device has not been returned to physio-control for evaluation.